Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reports lancet does not retract and protrudes beyond the end cap of the softiclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and lancets;replacement was sent.